Event description:
It was reported that the customer passed away. The caller received a letter regarding an urgent medical device correction on the insulin pump. The caller stated that the customer had passed away in (B)(6) 2014, and the cause of death was due to diabetes. The caller stated that the recall letter mentioned the issue with the insulin pump could cause death. An explanation was provided to the caller regarding the recall letter and she was also it was also mentioned that the recall letter was regarding the scroll wrap. The caller inquired about compensation. No further information was provided regarding the customer's death. The caller declined to provide information and stated that she will speak with legal for any inquiries about the death.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.